Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that an unknown solution administration set leaked from an unspecified location. This malfunction occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. Additional information was requested and is not available.